Manufacturer narrative:
Further information reported by the manufacturer's clinical specialist that the console was repaired by the customer's biomedical engineer; however, no further information was provided. The console is now back in active operation. The service record was not provided to the manufacturer. The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed

Event description:
During patient use, the thermogard console (B)(4) displayed a air trap warning light and mid:09 (air trap assembly) error message. Fluid was observed on the rim of the cold well and in the air trap block. User was unable to clear the error message. Adjunct therapy was administered. No known impact or consequence to patient reported.